Manufacturer narrative:
(B)(4). Concomitant medical products: dil catheter: dorado 5-40mm, guide wire: radifocus terumo:angled type. (B)(4). He stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
The patient presented with a thrombotic occlusion in the left brachial artery. Thrombus aspiration and balloon angioplasty were performed, but the lesion remained 70% stenosed. The absolute pro stent was deployed in the lesion and post-dilatation was performed, but the lesion remained 70% stenosed. At this point, the patient complained of pain. Angiography revealed the implanted stent was stretched longitudinally due to a couple of fractured stent struts. Vital signs remained stable and the procedure was concluded without further treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The absolute pro instructions for use states: the absolute pro vascular self-expanding stent system is indicated for lesions in the native common iliac artery and native external iliac artery. Of note, the open cell stent design of the stent may give the appearance of a stent fracture/stretching; however, without cine images to review, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported stent fracture/stretching and patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.